Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
During anterior cervical discectomy surgery (disc surgery on the cervical spine),the surgeon was performing the final tightening and torquing of a screw using the manta ray screw inserter when the instrument stripped out. A second manta ray screw inserter ((B)(4) lot # w11643) was available and used and also stripped out. A third device ((B)(4)- lot #w11017) manta ray inserter with forced tip was provided and also stripped. The reporter stated that the surgeon could not drive down the screw as far as preferred despite using "a ton of torque" but was able to get past the lock and finally seated the screw down. A f/u x-ray was done after seating the screw down and showed satisfactory placement of the screw. Surgery was completed and there was no adverse outcome to the pt.